Manufacturer narrative:
D10 concomitant medical products: sigpshell, sig power sigpshell control shell (lot#:n4c2371y) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the returned handle noted no abnormalities. It was reported that the device was unable to enter firing mode. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, prior to patient use, when firing, it does not turn on the green lights. A manual stapler was used to resolve the issue. There was no patient injury. Medtronic's initial evaluation of the incident device found that the cause of this condition can be traced to fpga reset/reprogram failures. The root cause of the fpga reprogram/reset failures could not be established.